Event description:
It was reported the asymptomatic patient's right atrial lead was capped and replaced due to low sensing and high capture thresholds. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).